Manufacturer narrative:
Date sent: 05/30/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. The surgeon did not hear the characteristic noise at the end of action and when he opened the device again the anastomosis had not been made (no staple or cut). A similar device was used to complete the case. There was no pt consequence.